Event description:
It was reported that at follow-up, device interrogation found episodes of noise. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that at routine device change-out, high impedance was observed. Lead was capped and a portion was returned for analysis.

Manufacturer narrative:
A partial lead with the connector pins measuring 11.1cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.